Event description:
It was reported that a patient underwent an anastamosis procedure on (B)(6) 2012 and suture was used. The nurse found the needle was stuck out from the backside of the package. This was found before the product was used on the patient.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. A pin hole was observed on folder near to one of the needle. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.